Manufacturer narrative:
Siemens' investigation into the described occurrence has concluded that the system works as specified. The automatic field sequence (afs) motion protection has never been introduced with the claim to protect from every potential collision situation. Beyond this fact the feature will be updated and improved in the future. Meanwhile, the customer has been advised to perform dry-runs of the workflow as it is defined in the user documentation.

Event description:
The customer informed siemens on (B)(6) 2015 that after the software upgrade to 9.2.400, a collision with the gantry and table is still possible. Reportedly, the automatic field sequence (afs) motion protection option is not working properly. It does not involve all table parameters and a collision can still occur with rotational radiation and travelled table movements. There is no report of mistreatment or injury to a patient. This reported issue occurred in (B)(6).